Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increased charge time from 9.6 seconds to 17 seconds with a battery voltage of 2.76v. This occurred over a seven month period and the physician suspected premature battery depletion. A boston scientific technical services (ts) agent was contacted and suspected a device malfunction due to the sudden increase in charge times. The patient is due to follow up with the physician in three months. No adverse patient effects were reported. At this time, the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.